Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated, and stopper/shield separation was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. A CAPA was initiated for complaints relating to stopper/shield separation . The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the investigation, a root cause could not be determined. A CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with stopper/shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Results: two samples were returned by the customer in support of this complaint and a photograph was provided by bdj. The returned samples were evaluated by bdj and photographic evidence was attached by them. Evaluation of the two returned samples by bdj found no evidence of a defect. Conclusion: no definitive root cause could be established for the reported defect, there is no evidence that the tube was the cause of the reported defect. (B)(4).

Event description:
It was reported that the rubber stopper was separated from the plastic tube on a bd tube sst2 plh 16x100 8.5 slbl jp before use. No injury or medical intervention.